Event description:
It was reported the pt's scs system was explanted due to the pt experiencing discomfort and pain at her scs ipg pocket site in addition to not using the scs system often.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.